Manufacturer narrative:
Device became contaminated during the implant surgery and had to be rescheduled.

Event description:
This complaint was reviewed upon the acquisition of tmj solutions by stryker. No product malfunction was reported, as the device appeared to work as intended. However, there was an adverse event, which would be considered reportable based on stryker¿s determination of the potential severity for the reported event and based on the historical filing strategy on revision surgeries of cases of tmj solutions (now stryker). Based on this information, a report will be filed.